Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Occlusion testing was performed. The issue was confirmed, during occlusion tests it was noticed that a primary audible alarm bgnd test error occurred. The speakers were replaced.

Event description:
Information was received indicating that the medfusion 3500 pump displayed an intermitting watch dog error. There were no adverse events reported.